Event description:
The customer reported the table top failed to move forward and backward. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The problematic parts were replaced and the table calibrated. The system was then found to be operating as intended.